Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The guidewire was "easily placed" via the right femoral artery. The md commented that the pt had tortuous vessels. The iab was inserted without using the sheath and the md put the iab in place "smoothly". When the md began to remove the guidewire he met with difficulty. As a result, the iab with the guidewire was removed as one unit. The md requested another iab and this iab was inserted and placed without incident. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.